Event description:
Patient reported that they were never happy about the therapy results from the implant date. Patient said the only positive result was it helped them at nighttime. They went all night long without going to the bathroom. Before implanted they used to get up at least 2 times at night. But other than that during the day, patient did not make it to the bathroom in time and wet themselves. Patient still self cath themselves. Healthcare professional (hcp) did adjustments and it did not resolve the issue. Everytime they went to hcp, they said let's check it and tell them to come back in a month. It was expensive for patient to keep going to hcp. Patient also reported since implanted they had pain in the r hip and the r hip had always been tender, since implanted. Patient tried to roll over and the pain will wake them up. They mentioned it to hcp everytime when they went there. Hcp said there was nothing wrong, device was in the right place. Patient had a CT scan done and they did not see anything. Patient was seeing hcp tomorrow. Patient was considering removing the device. Their husband wanted her to leave it in and patient was afraid if they took it out then they would not get a control at nighttime. Patient fell in (B)(6) 2016 as they sled on the hardwood floor and fell on her r hip. Their l 5 had 2 compression fractures in it. Patient was not sure if the pain in r hip got worse after the fall. They mentioned that they were wearing a waist brace. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.